Event description:
It was reported that during a biopsy when the needle was fired it went past the intended target in the breast and hit the detector. No injury reported. An applications specialist spoke with the technologist and determined that the needle length was entered incorrectly in the system and assisted the technologist to correct it. The biopsy was completed successfully. It was unknown how the needle parameters had been changed as this needle type has been used previously by the site without issue.